Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer reported cross checking the alleged faulty turbine with a known good one and the issue was resolved. The issue occurred during testing and no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect component and installed it in a known good vela ventilator unit. The device was powered into operating mode and immediately the reported issue was duplicated. The issue was caused by corrupt data in the eeprom (electrically erasable programmable read-only memory), causing a checksum error, motor fault, and vent inop errors. This issue will be internally investigated within carefusion.